Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their therapy stopped due to power on reset (por). The patient stated that they usually checked their implant device once a week, but saw the (por) message on the day of the report. It was noted that the patient used a heating pad. Troubleshooting was performed to clear the por message and the stimulation successfully turned back on but they were not able to feel stimulation in certain positions. Due to this, the patient was not able to verify if the therapy worked until they were in the certain positions. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.